Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had possible under delivery. Customer's blood glucose level was 200 mg/dl at the time of incident and current blood glucose level was 230 mg/dl. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Customer treated high blood glucose with insulin pen and insulin pump. Customer declined trouble shooting. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The device will be returned for analysis.

Manufacturer narrative:
Insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. Unit passed the delivery accuracy test at 0.08750 inches. No device deficiency anomaly or under delivery anomaly noted during test.